Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. Reportedly, the cartridge had been used for more than its recommended 72-hour period, leading to an educational discussion with the caller, who acknowledged this information.